Manufacturer narrative:
Fields updated: h2, h3, h6, h11. The device was returned to olympus for inspection. The reported failure mode could not be reproduced, and the customer's allegation was not confirmed. A definitive root cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that during inspection for use, the image on the bronchofibervideoscope disappeared when the scope was bent. There was no patient involvement.

Event description:
It was reported that during inspection for use, the image on the bronchofibervideoscope disappeared when the scope was bent. There was no patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.